Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the medical technologists has observed 22 incidents of tubes that seem to have gel globules and oil droplets/film in chemistry department and 3 incidents in immunology department. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to oil gel globules were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and oil gel globules was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the medical technologists has observed 22 incidents of tubes that seem to have gel globules and oil droplets/film in chemistry department and 3 incidents in immunology department. There was no report of exposure, serious injury or medical intervention.